Event description:
A PICC line was inserted. An x-ray revealed malpositioning and the line was pulled back to midline. A couple of days later there was pooling and active bleeding at the insertion site and the line was discontinued intact. It was noted to have two kinks at the 36.5 and 42.5 cm levels.